Manufacturer narrative:
Device remains implanted. Work order search: no similar complaints were reported for units within the same lot. Corrected data: report source is distributor, not user facility. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5 13.2 implantable collamer lens, -12.0 diopter, in the patient's right eye (od). The lens was reported as having a low vault and remains implanted.